Event description:
A cypher stent balloon ruptured below the rated burst pressure during stenting of a target lesion at the proximal and mid left anterior descending artery. The patient was admitted for implantation of two cypher stents at the target lesion. The lesion was described as moderately calcified, de novo, and 90% stenosed. The reference vessel was non-tortuous. A guiding catheter was engaged and the guide wire crossed the target lesion. The target lesion was pre-dilated. During inflation of a 3.0 x 18mm cypher stent at 10atms, the 3.0 x 12mm balloon ruptured. The rupture was confirmed by contrast medium via coronary arteriography. The stent delivery system was retrieved from the patient and the first cypher stent was post-dilated. A second 3.5 x 23mm cypher stent was implanted proximal to the first stent. Post-dilation was performed and the procedure was successfully completed. No patient injury was reported and the device will be returned for analysis. The physician confirmed no anomalies with the device prior to use.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet completed. (B)(4) cypher product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days from receipt.